Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to perform displacement test due to blank display. Insulin pump also received with cracked battery tube threads and cracked keypad at select button.

Event description:
Information received by medtronic indicated that insulin pump was exposed to moisture when showered. The insulin pump had cracked on the ok button. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.